Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on customer service rep (csr) documentation since the mss was unable to contact the pt by phone. The pt provided the following info as documented by the csr: the pt manages her diabetes with pills, diet and exercise. The pt's diabetes medication name and dose are not known. The product issue first started four days earlier. The pt denied taking any action following the issue. She claimed that the next day at 9:00am, she was "falling in and out and fainted", which she attributed to not being able to test with the lfs product. Further details regarding the pt's symptoms were not provided. She denied receiving any treatment. The csr documented the meter battery needed to be replaced and the pt did not have a battery. The pt's products were replaced. This complaint is being reported because the pt alleges that her lfs meter does not turn on and she was unable to test her blood glucose. She claims she fainted as a result of not being able to test her blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.